Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) set screw was unable to be tightened to secure the leads. The ipg was not implanted and a replacement device was used instead. No patient complications have been reported as a result of this event.